Manufacturer narrative:
Brand name: cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter set. A review of the device history record, specifications, and quality control was conducted during the investigation. The complaint device was not returned; therefore no physical examination could be performed. However, a document-based investigation was performed. Review of the device history record of the finished product shows no nonconforming events that would contribute to the reported failure mode. There were no other reported complaints for this lot number. The manufacturing documents in place at the time of manufacture were reviewed and it was found that the fittings are quality control-checked for leakage and no notable gaps in production or processing controls were noted. Based on the information provided, no product returned, and the results of our investigation; a definitive root cause could not be determined. Per the risk assessment, no further action is warranted. Monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
International customer reported that the spectrum minocycline/rifampin impregnated triple lumen central venous catheter connection valves do not work. The customer states that the problem is noted when trying to administer slowly flowing infusions. Customer reports that the infusions do not pass. There are no reported adverse patient consequences. Additional information was requested. No patient details were provided. No devices are available for examination.

Manufacturer narrative:
An updated version of the incident description was later received. This report reaffirmed that the connection valves were the point of failure of the device, and slowly following infusions - particularly catecholamine, at a rate of 2-4 ml per hour (per valve) - were unable to pass through the device. The customer also reported that, to circumvent the issue, the operator removed the valves and connected the infusion directly to the end of the central venous catheter; this effectively bypassed the faulty portion of the device. The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.